Event description:
Noise on atip to aring egm and over-sensing on the atrial channel in 2 monitored at/af episodes. Short intervals on the atrial lead; 1688tc-52/(B)(6). Capped on the (B)(6) 2022, unusable. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).